Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated that there was a rash on the abdomen where the sensor was inserted. On (B)(6) 2019 the patient was taken to urgent care where the skin reaction was determined to be an infection. The patient was prescribed sulfame tmp-susp and mupirocin. At the time of contact, it was indicated that the patient was doing good. No additional event or patient information is available.